Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure even observed during analysis. Insulation damage was noted at 20.5-21.3cm from the connector pin, consistent with clavicle crush damage. The outer coil was damaged at fractured at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.